Manufacturer narrative:
Device implanted device remains.

Event description:
Per the clinic, the patient experienced an infection and pain at the abutment site. Additional information has been requested, however has not been made available as of the date of this report, may 27, 2016.